Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was trialing for a poly with the tibial baseplate pinned in place. With the handle attached to the tasp assembly, the surgeon inserted it into the tibial baseplate under approximately 90 degrees of flexion. It appeared as if the middle shim was being pushed out, or it was not locked in completely. Upon further inspection, it was found that the tasp bottom had broken into three pieces, and one piece was unable to be located. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibits sigs of repeated use and the post feature has fractured off, all pieces returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.